Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis. Visual inspection showed the pump was cracked on the lower left front corner, top of case and on the battery door. An occurrence of "motor not running" was found in the event history log. Functional testing involved occlusion testing. The reported issue was not duplicated during the occlusion test. The investigation determined that normal wear was the cause of the reported issue. It was noted that the pump was over eleven (11) years old. The motor assembly, worm gear, lead screw and clutch halves were replaced as well as the left plunger case assembly, right case, plunger cable, top case, light shield, lcd display, battery door and position pot.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited motor failure. No adverse effects were reported.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited motor failure. No patient involvement.